Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (batch no. A15525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain - pelvic/chronic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems:bladder infection"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), headache ("headache"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision") and abdominal pain lower ("right lower abdominal pain") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, cystitis, vaginal infection, dyspareunia, fatigue, alopecia, urinary tract infection, headache, nausea, vaginal discharge, vision blurred, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2012 and previously reported date was 1-nov-2012. Essure confirmation test performed: no (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified result: unknown. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received : events- "dyspareunia, fatigue, hair loss, urinary tract infection, headache, nausea, vaginal discharge, blurry vision, weight loss, right lower abdominal pain" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic pain'), abdominal pain ('abdominal pain'), dysmenorrhoea ('dysmenorrhea (cramping)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (batch no. A15525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, cystitis ("bladder/urinary problems:bladder infection"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), headache ("headache"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision") and abdominal pain lower ("right lower abdominal pain") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, cystitis, vaginal infection, dyspareunia, fatigue, alopecia, urinary tract infection, headache, nausea, vaginal discharge, vision blurred, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2012 and previously reported date was (B)(6) 2012 essure confirmation test performed : no (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event "genital haemorrhage" was downgraded to non-serious incident. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.